Event description:
As previously reported in detail in maude report (B)(4). In 2010, female pt underwent total posterior cervical 6-7 disc replacement with fusion. The axon daq916 digital preamplifier box was placed next to the pt's neck. The neurotechnician could not visualize the box as the md was standing between him and the pt. The axon eex901 electrical stimulator, all appeared to be functioning without issue. During the irrigation, of the wound near the end of the procedure, some of the fluids splashed into the preamplifier box, when the drapes were pulled away from the pt and as the neuro-monitoring tech was removing the needle electrodes connected to the neuro-transmitter, he noted 8 small cigarette size burns (0.5mm diameter darkened areas) at the needle sites. On 11/18/2010, axon systems, inc. Learned that after the event of (B)(6) 2010, the pt underwent an MRI and made 3 visits at (B)(6) hospital wound care clinic for follow-up on her burns. After the 3rd visit: lateral arm scars were slightly hypertopic with areas of eschar noted on top. Some fairly flush, discolored, but healing.

Manufacturer narrative:
(B)(4). A letter was received from FDA, dated october 15, 2010, request for additional info on 10/22/2010.